Event description:
It was reported that an ilet bionic pancreas generated alert 60 indicating a bluetooth communications error, with the device history showing multiple restarts over several hours and an alert recurring after restart; the patient was instructed to restart the pump, then to replace the ilet and transition to backup therapy with multiple daily injections. Symptoms included hyperglycemia with a reported blood glucose up to 256 mg/dl. Outcomes included temporary interruption of insulin pump therapy and use of backup therapy while awaiting a replacement device. Investigation included review of device alert history and user troubleshooting steps. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.